Manufacturer narrative:
Concomitant product: product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported there was a motor stall that never recovered. The actions required as a result of the event included a replacement. The pump was explanted on (B)(6) 2015. It was unknown if any diagnostic or troubleshooting occurred and the product issue was not resolved. The patient¿s status at the time of report was alive ¿ no injury. The patient experienced underdose symptoms as a result of the event. The location of issue or symptoms was an unknown location. Per logs provided, a motor stall occurred on (B)(6) 2015 at 04:55 followed by a stopped pump period may exceed tube set message forty eight hours later. The cause of the motor stall was unknown. Additional information received later reported the patient began to develop increased spasticity. The patient believed there was a pump dysfunction, which had occurred in the past. The patient presented to the ER (emergency room) for baclofen withdrawal on (B)(6) 2015 and was prescribed 9 baclofen 10 mg p.o. And sent home. The patient took 9 pills of baclofen 10 mg and apparently overdosed. The patient became more confused and was brought to the hospital on (B)(6) 2015. The pump was interrogated and a motor had occurred, the pump was reprogrammed and the alarm went quiet. On the evening of (B)(6) 2015, the hcp was notified that the pump was alarming and arrangements were made to transfer the patient for neurosurgical care. It was noted that there was more than one motor stall noted in the event logs. The repeated motor stalls and motor stall recoveries did not occur in a short or long duration. The patient was on ¿vent¿ after baclofen withdrawal. The operative note from (B)(6) 2015 indicated the pump was malfunctioning or had a depleted battery. The pump was replaced and the existing catheter was checked for patency under fluoroscopy. Following pump replacement on (B)(6) 2015, the patient stabilized. The patient was ¿pretty flaccid¿ and very loose in the upper extremities as of the date of the report. The dose was reduced. Regarding patient outcome, recovered without permanent impairment was reported. The pump was used to infuse compounded baclofen (concentration 219.8 mcg/ml, daily dose 1500 mcg/ml).

Manufacturer narrative:
The previously reported conclusion code was removed, as it no longer applies. The previously reported results code was removed, as it no longer applies.

Manufacturer narrative:
Analysis of the pump revealed pump/motor/gear train anomaly/corrosion, and/or wear, and or lubrication as well as pump/motor/gear train anomaly/stall due to gear wheel 3. The previously reported conclusion code was removed, as it no longer applies.